Manufacturer narrative:
It was confirmed by the user facility that they do not and have not had any issues related with their current inventory of mta7900 units causing burns to patients. The user facility confirmed that they have no issues with their current inventory of mta7900 units and that the previously reported event of a patient burn was reported in error.

Event description:
It was reported that the patient was allegedly burnt by the unit. Further information on this event is unknown.

Event description:
It was reported that the patient was allegedly burnt by the unit. Further information on this event is unknown.